Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This lv lead was explanted.

Manufacturer narrative:
This supplemental is being filed to capture e1: initial reporter email address.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This lv lead was explanted.